Event description:
It was reported that the product was used during a laparscopic colon procedure. When the device was fired across tissue, it left a hole in the bowel, incomplete staple line. Another device was opened, procedure completed without any consequence to the patient.